Event description:
It was reported that during surgery poly insert was not fitting well with lateral side. Surgeon used another insert with same size.

Manufacturer narrative:
An event regarding alleged size/fit issue involving an unknown implant insert was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that during surgery poly insert was not fitting well with lateral side. Surgeon used another insert with same size.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 9mm poly insert size 3. A supplemental report will be submitted upon completion of the investigation.